Manufacturer narrative:
Visual examination under magnification shows some deformation of the endplates. This is not unexpected based on the migration of the device and the process of removal. No definitive conclusion can be made at this time. It is likely that the placement of the device off center was a contributing factor in the migration of the device. Using two charite implants in one patient is an off label use. Charite is approved for use as a one level implant only. Surgeon implanted two discs. This goes against the information that is recommended in the instructions for use (IFU) supplied with each device.

Event description:
Contact reports a charite artificial disc was implanted in november and it was placed off center (lateral left). Later x-ray showed lateral migration. The disc was removed with an anterior lateral approach. A cage and screws were inserted. Surgeon had implanted two charite discs and removed only the one disc at l4/5. As surgical intervention occurred an MDR is being filed.